Manufacturer narrative:
Continuation of d11: product ID: 97745 lot#/serial# (B)(6), product type programmer, patient product ID (B)(6), lot#/serial#: (B)(6), product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) on march 28th, 2019. It was reported that the cause of the recharging quality switching around, the implantable neurostimulator (ins) not getting charged above 50%, and the ins being tilted at an angle were unknown. Also, it was reported that there was poor coupling with the device. In order to resolve the issues, patient education was offered. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. The caller reported that his reason for calling is because the patient had been having problems with charging the ins. The caller explained that the issue is that the controller is taking forever to charge the ins. The caller noted that they have been charging the ins for an hour, and it has only gone up 10% (ins battery is currently at 50%). The caller noted that they had spoken to their manufacturer representatives (reps) today around 12pm about this issue. The caller reported that they will see excellent and good for the recharge quality, but noted that it was difficult for the patient to keep the recharger positioned over the ins. The caller reported that if the patient moves a fraction, it "throws off the charging" and the patient will see an amber light flashing above the screen. Patient services reviewed considerations with letting the screen go dark when charging, and the average recharge times with the caller. The caller confirmed that the recharge speed is on 4, and they have been recharging for the last 15-20 minutes with the ins battery staying on 50%. The caller reported as well that the controller says that the ins is "finished" charging at 50%. Patient services reviewed whenever the recharge is ended by the caller, it will show "finished". Patient services reviewed considerations with leaving the ins off during a charging session only. The caller noted that the ins was turned on. Patient services asked if the ins had been checked by a healthcare provider (hcp). The caller stated that it had not. The caller stated that the ins was only charged to 40% and it "took forever" to charge the ins. On january 31st, a manufacturer representative (rep) called in and reported that patient received a replacement recharger (rtm), and that the ins wouldn't get above 50% and the recharging quality kept switching between excellent/good/poor even though the patient was laying on the rtm and not moving. The caller stated that they started charging today at 40%, the quality was excellent but once it hit 50% (about 10-20 minutes), the quality started going between good and excellent. The caller stated that at one point the backlight went down, the screen turned off, they clicked the screen and unlocked it and it indicated "recharging needs attention" but then recharge quality was still switching between good/excellent. The caller stated that the tablet recharging states align with the patient¿s report that the ins hadn't gotten above 50% and the average charge was 50% and good quality. The caller stated that ins did appear tilted/at an angle which is why they have patient laying on the rtm, so that it will hopefully presses against the part of the ins that is "poking out more". The caller stated that there was no swelling or pocket site issues. The caller stated that laying down has been the best for recharging, sitting up quality is excellent but if patient leans back it "malfunctions". The caller stated that they've tried multiple belts and they haven't worked. During the call, ins charged to 60% and caller was able to get quality to excellent but the angle of ins is making it finicky. Technical services reviewed to educate the patient on recharging expectations, keeping excellent quality and allowing the controller to go to sleep will allow most efficient charging. No further complications were anticipated/reported.

Manufacturer narrative:
Device code was added. It was mistakenly left out of the initial regulatory report. If information is provided in the future, a supplemental report will be issued.